Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that internal elements were pressed by excessive bending stress and the charge-couple device (ccd) cable was broken, making contact of the cable unstable and no image occurred. IFU states about inspection prior to use of endoscope in the item below.: 3.6 "inspection of the endoscopic system" "inspection of the endoscopic image". IFU states about coiling of video cable/universal cord as follows: "important information ¿ please read before use: caution do not coil the video cable or universal cord into a diameter of less than 40 cm. Equipment damage can result." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found the charged coupled device unit was broken, no image was produced and blurred vision occurred. The substrate of the video connector was broken, which caused noise and no video output. The video cable was wrinkled. The universal cord was wrinkled. Switch 3 was not functioning due to damage. Switch 2 was broken, causing the switch to have an abnormal feel. The right/left lever did not operate smoothly due to wear of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the hd endoeye laparo-thoraco videoscope had no image. The issue was found during preparation for use in a diagnostic procedure. The procedure was completed with a similar device. There were no reports of patient harm.